Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: it has been confirmed by x-ray scan that no fall into the body occurred. What is the surgeon's opinion of the possibility of the needle being retained in the patient? The doctor said that the needle piece did not fall into the patient. Are there any plans to continue searching for the needle inside the patient or any different post op treatment? Na. Were x-rays taken to locate the needle piece? No. Was there any additional tissue damage as a result of searching for the needle piece(s)? Na. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(4). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number:(B)(4) d4: UDI: the manufacture and expiration dates are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an urological surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown urological surgery, when the needle was applied to the fascia during the wound closure, the needle was broken at the swage part. It had not fallen inside the body, but the broken piece of the needle could not be found in the operating room. It is estimated that the reason for the broken needle was because excessive force was applied to the swage part. It was a control release needle. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product received for analysis was j775d. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. The needle was noted with marks that appears to be by surgical instrument. A fracture was observed in the body of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.